Event description:
It was reported that the patient had a catheter break and went thru "bad withdrawal." There was no further detail provided regarding this occurrence. The device was used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).